Event description:
It was reported that the mdu was running hot. The event occurred before the case and no patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and bent pins were observed on cord connector. Complaint of overheating could not be reproduced. Product could not be inserted into test control units mdu port due to bent connector pins on cord assembly. Mdu passed functional testing without overheating after connector pins were straightened out. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.